Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many of the total quantity were involved in the reported issue?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the surgery, the needle was detached from suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Date sent to the FDA: 06/03/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Events submitted via 2210968-2020-03478 and 2210968-2020-03480.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/22/2020. Additional h3 investigation summary: one needle-suture of product code w8400, lot mph381 was received for analysis. During the visual inspection of the suture, the insertion did not meet the requirement. In addition, the needle was not returned for analysis. The other extreme of the suture was examined and the swage and attachment area were as expected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. Ten unopened samples of product code w8400, lot mph381 were returned for analysis. During the visual inspection of teen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.